Event description:
Related manufacturer reference #: 1627487-2019-09699. It was reported the patient was not receiving effective stimulation coverage from the scs system. As such, the patient underwent surgical intervention where in the system was explanted.